Event description:
Reference MDR #1219856-2010-00496 for the first event involving the same pt. It was reported that while in the cath lab, the md removed the intra-aortic balloon (iab). After the arrow catheter was replaced with the zeon catheter, the zeon catheter was connected to arrow intra-aortic balloon pump (iabp) using a zeon tube. The medical staff connected the zeon tube directly to the arrow iabp without using a connector. Upon connection, the iabp indicated the balloon capacity was 2.5 cc. Then, the medical staff used a zeon connector. The balloon capacity indicated remained 2.5 cc, but the medical staff continued using the iabp. Then one hour later, the iabp alarmed high pressure. At that time, the balloon capacity indicated 40cc. The medical staff manually reset the capacity to 35 cc. After that, the iabp worked properly. There was no reported death or injury. Medical/surgical intervention was not required. It is unk if there was a delay in therapy. The outcome of the pt is listed as "good".

Manufacturer narrative:
(B)(4). Device will not be returned for eval.